Manufacturer narrative:
Patient age, gender, and weight are unknown. The delivery system and stent were returned for evaluation with the stent detached from the delivery system. The suture was found detached from the push catheter and was not returned. Visual evaluation of the device revealed no damage to the stent. The push catheter was noted to be kinked near the proximal end and the suture hole of the push catheter was torn. The guide catheter was found stretched and broken at the proximal end. Multiple kinks (suture impression) were noted at the distal end of the guide catheter, indicating the suture embedded inside the guide catheter during the deployment activity. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted defects are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a biliary drainage procedure performed on (B)(6), 2011. According to the complainant, there was no damage noted to the device prior to use; however, during the procedure, the suture would not release and the stent failed to deploy. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Investigation results revealed the guide catheter to be broken, therefore this is now an MDR reportable event.